Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) was reviewed and zero issues were found in both visual samples and physical samples inspected from the lot. There were no non-conformance reports issued to this lot. The needles used in this lot were manufactured under different shop orders. The equipment was operating within all validated parameters during production of the shop order. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the date of manufacture. No issues were found while reviewing the process monitoring data. A review of the machine setup was conducted and there were no issues found. The quality engineer reviewed the equipment for malfunctions that could cause the reported condition. There were no issues identified with the operation of the equipment during the review. There were no samples returned with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause of the reported condition could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple contributing factors. There was one potential root cause identified, that pertains to improper activation of the safety shield by the user. However, there were no samples returned with this complaint, so the exact nature of the issue could not be fully evaluated, so this root cause could not be confirmed or discarded. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot inspected for cannula pull force, damage and proper assembly. The lot met all defined acceptance requirements and was released. The investigation did not identify a systemic issue with the product or process. One potential root cause was identified, but it related to the use of the device and not the manufacturing process. It¿s recommended for the user to consult the instructions for use when using the device. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the needles are breaking off when trying to close them.